Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted on 04-30-2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).voluntary MDR/medwatch report number mw5117291, mw5117292 and mw5117293.

Event description:
It was reported that a broken needle occurred. The sensor was inserted on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.